Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Additionally, the customer¿s blood glucose (bg) reached over 500 mg/dl with trace ketones; cause was unknown. Bg was addressed with a manual injection. Customer reverted to manual injections for alternate insulin therapy.